Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/31/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/31/2013 with the following findings: the keypad was found to be peeling at the down arrow button. All of the buttons responded appropriately. The keypad was removed and contamination was observed under all of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).